Manufacturer narrative:
Pump was received with a missing battery cap contact. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with (B)(4). Pump did not pass the sleep current measurement test due to high currents. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump and carelink. Pump error 24 was found in the history files on (B)(6) 2023 08:36:00.000. Pump error 43 was found in the history files on (B)(6) 2023 09:46:59.000. Pump error 63 (variable 9) was found in the history files on (B)(6) 2023 09:50:02.000 due to a hardware error. Pump error 4 was found in the history files on (B)(6) 2023 09:50:01.000. Pump error 60 was found in the history files on (B)(6) 2023 08:41:12.000 due to a hardware error. Pump error 130 was found in the history files on (B)(6) 2023 08:41:12.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No audio/vibrate/absence of alarm anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test due to moisture damage to the motor assembly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump error 24 was confirmed due to moisture damage. Pump error 43 was confirmed due to moisture damage to motor assembly. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Rewind anomaly was not confirmed. Audio/vibrate anomaly/absence of alarm was not confirmed. Missing battery cap contact was confirmed. Pump error 63 and pump error 60 were confirmed due to a hardware error. Pump error 4 was confirmed due to a pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 24 occurred, the battery continued to malfunction afterwards, when the battery was replaced, it was not displayed on the screen and only the sound like rewinding sounded and got pump error 43. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis.